Event description:
Date PICC placed (B)(6) 2022. Date of product experience (B)(6) 2022. Sku # 384539. Lot# not documented describe event. Midline leaking and med not infused. Removed line and flushed it and saw fluid leaking. There was a large crack in the hub in a strange spot any harm to patient? If so, please describe. Neonate did not get the scheduled medication. Delay in patient receiving medication. Was a new piv placed for completion of prescribed therapy? Was a new PICC placed for completion of prescribed therapy? Yes. Is product available for return? Yes.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Date PICC placed. (B)(6) 22. Date of product experience. (B)(6) 22. Sku#384539. Lot# not documented. Describe event. Midline leaking and med not infused. Removed line and flushed it and saw fluid leaking. There was a large crack in the hub in a strange spot any harm to patient? If so, please describe. Neonate did not get the scheduled medication. Delay in patient receiving medication. Was a new piv placed for completion of prescribed therapy? Was a new PICC placed for completion of prescribed therapy? Yes. Is product available for return? Yes.